Manufacturer narrative:
(B)(4)

Event description:
It was reported that the high voltage lead impedance was out of range so the lead was replaced. The patients condition was stable before and after the procedure.